Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to faulty force sensor resistor also, unable to perform the occlusion test and no delivery test due to prime anomaly. The insulin pump passed the operating currents measurement, self-test, a21 error test and displacement test also, the motor passed motor test. The insulin pump had cracked battery tube threads, belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. Customer was unable to complete pump rewind due to pump alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 568 mg/dl. Customer had a lot of fluids. Customer was unable to troubleshoot for high blood glucose due to pump will not prime.